Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the pink slide did not move forward and the needle did not deploy; indicating the needle mechanism did not function as intended. The pod was not worn and no adverse patient impact was reported.

Manufacturer narrative:
The pod was received with the needle mechanism deployed and needle retracted. Pod download data showed that it completed first and second priming, and got deactivated after 61 pulses. Although no issues were found in the needle mechanism that would result in the needle failing to deploy. It could not be determined when the needle got deployed. The cause of the reported failure of needle to deploy could not be determined.